Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that the ipg was completely non-functional and would no longer hold a charge despite multiple troubleshooting attempts. The explanted device was discarded by the medical facility. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred september 2025.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that the ipg was completely non-functional and would no longer hold a charge despite multiple troubleshooting attempts. The explanted device was discarded by the medical facility. There were no reported complications postoperatively.